Manufacturer narrative:
Hologic serviced the panther plus instrument sn (B)(6) at customer site and determined the burning smell was from the vacuum power cable. The vacuum power cable was replaced at the customer site to resolve the issue. Hologic performed a risk assessment and noted customer impact was limited to delay in testing/obtaining results due to an inoperable instrument with no risk to lab, operators, or staff. Hologic has not been informed of any adverse outcomes related to this issue.

Event description:
On december 31, 2025, customer reported that a burning smell was coming from their panther plus instrument sn (B)(6). Customer reported they were not able to pinpoint the source but powered off and unplugged the instrument while awaiting hologic service. No harm or injury was reported as a result of the burning smell. Hologic has not been informed of any adverse outcomes related to this issue.